Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd). The patient was treated with unspecified antibiotics for this event. The cause of the peritonitis was a breach in aseptic technique. This was further specified as incorrect administration of a heparin flush during therapy. At the time of the report, the patient had been retrained on aseptic technique and had recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.